Manufacturer narrative:
The results of the investigation are inconclusive as the device was not recevied for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery when placing the last distal screw in the acu-loc 2 vdr plate, the screw slowed down and wouldn't advance any further. The surgeon decided to remove the screw, and the screw broke. A fragment of the screw could not be retrieved and remains in the patient. The procedure was completed; however, it was reported due to this issue, the plate will have to be removed in roughly six weeks from the event date. No adverse patient consequences were reported. This issue prolonged the procedure by 10 minutes. Information received indicated product is not available for evaluation. This report is related to report number 3025141-2023-00313 for the screw involved in this event.